Event description:
This lead was implanted on (B)(6) 2013 and was explanted on (B)(6) 2013 due to lead malfunction. Post operative chest x-ray show ra lead appears to have dropped. Interrogation confirms dislodgement. Patient underwent ra lead removal and implantation of a new ra lead. The physician was dr. (B)(6) at (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).